Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed increased charge times with beginning of life battery voltage. The health care professional (hcp) called for an estimated battery longevity and boston scientific technical services (ts) discussed and reviewed extended charge times. Normal follow-up was recommended with the patient's home remote monitoring system. Additional information was received that the device triggered the elective replacement indicator approximately four months later, and subsequently surgical intervention was performed where the device was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. Analysis confirmed the field allegations.